Manufacturer narrative:
A visual examination of the device revealed the blue nylon coating of the pullwire had been peeled down to wire in multiple areas. Pullwire was found to be kinked in multiple places. Remnants of the peeled nylon coating were returned. The condition of the returned unit was consistent with the complaint incident that the device pullwire coating peeled. The edge of the percutaneous stoma measuring device (psmd) has been determined to be too sharp thus catching on the nylon coating of the pullwire and causing the coating to peel as the pullwire is pulled back through the psmd. The design of the psmd has been determined to be the most probable root cause of the failure. Further investigation of this issue is ongoing. A review of the device history record was performed and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 13026764.

Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. (B)(4)- no code available - retrieved device fragments in patient. (B)(4) the reported event coating peeled on wire. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, when the physician withdrew the pull wire to deploy the button, the coating on the pull wire peeled off and detached into the patient's stomach. The physician re-scoped the patient and used forceps to retrieve almost all of the device fragments. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(4) 2010. According to the complainant, during the procedure, when the physician withdrew the pull wire to deploy the button, the coating on the pull wire peeled off and detached into the patient's stomach. The physician re-scoped the patient and used forceps to retrieve almost all of the device fragments. The procedure was completed with this device. The patient's condition at the conclusion of the procedure was reported to be good.